Event description:
The pt contacted (B)(4) corporation regarding a product complaint on (B)(6) 2013. The customer reported that he was using the ez breathe atomizer at work when a small metal washer was ejected into his mouth. Multiple attempts were made to obtain more info concerning the incident; however, no info was readily available at this time.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been rec'd. Health and life, as a MFR, conducted a preventive action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on apr-24 and apr-30 2013, respectively. Herewith the investigation report as attached.